Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A call was placed to technical services indicating the external pulse generator (epg) was being sent in for repair. Follow-up determined that epg stopped pacing while connected to a patient. There was no harm to the patient as the patient had back-up pacing pads on. It was noted that the battery that was being used in the epg when the device stopped pacing was disposed by the facility. The epg was removed from service and returned to the manufacturer for service. No patient complications have been reported as a result of this event.